Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 04/10/2015. Device evaluation: review of the black box data revealed record of call service alarm (054) on february 10, 2015. No power on reset events were recorded in the black box. The pump was returned to animas and investigated on 03/30/2015 with the following findings: the battery cap that was returned with the pump for investigation was evaluated and found to be within the required specifications. On examination, the battery compartment was noted to be cracked from the threads to the case seal. In investigation, the pump was exercised for 24 hours with the occurrence of errors, alarms or warnings. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were able to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.